Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed an issue with the bearing current phase i3, resulting in a loss of the ability for the pump to reach maximum speed; however, the specific failure mechanism or when it occurred could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. A distal portion of the pump cable, containing the inline connector, was returned measuring approximately 7¿. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device functioning as intended during clinical support. Further investigation of the log files revealed that there was no current on the i3 phase during testing, post-explant. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. At lower speeds the device operated as intended and in accordance with manufacturing specifications. However, due to the issue with the bearing current phase i3, the device was unable to reach the maximum speed of 9000 revolutions per minute (rpm) and could not be functionally tested at this setting. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas patient handbook and instructions for use (IFU), are currently available. The patient handbook instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels, and to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that functional testing of the returned pump found that it was unable to reach a speed of 9000 rpm.